Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of infection and sepsis are listed in the electronic perclose prostyle instructions for use (IFU) as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information was received: the patient's condition is currently stable though antibiotic has been administered continuously. No additional information was provided.

Manufacturer narrative:
The device was discarded. Investigation has not begun. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separated medwatch report number.

Event description:
It was reported on (B)(6) an arteriotomy closure was conducted in the right common femoral artery using the pre-close technique hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath and the tavi was completed. The sutures of the prostyle devices achieved hemostasis. However, on (B)(6) the patient experienced septic shock due to an infection with the sutures of the prostyles. The infection was treated with an incision, drainage and antibiotics. The septic shock was treated with cardiac stimulant, recomoduin. After the infection and septic shock were treated prosthetic valve infective endocarditis occurred. The patient condition has been under observation. The physician commented that the prosthetic valve infective endocarditis occurred due to the infection in the wound part and septicemia. As it is a risk no operation is possible, the treatment with antibiotics has continued. No additional information was provided.